Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported possible under delivery anomaly. Blood glucose value at the time of event was 240 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884l. Troubleshooting was performed, including reviewing infusion set, site, insulin, programming, and auto mode/smartguard settings. The cannula was confirmed to be intact, and no leaks, air bubbles, or issues with insulin were found. The customer confirmed that meal boluses were delivered, and the system calculated and delivered correction boluses as expected. The customer was advised to work with their healthcare professional to refine auto mode performance by reviewing insulin carb ratio, active insulin time, and auto mode target settings. The importance of carelink reports and total daily doses (tdd) for monitoring trends and patterns was emphasized. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below section with this follow-up report. 1. Section b5 - updated summary, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer also reported sensor updating alerts. The event involved product(s) mmt-1884l, mmt-7040a, mmt-332a and mmt-377a. Mmt-1884l was requested and the customer response was that the device will be returned. No product return is required mmt-377a. No product return is required mmt-332a. No product return is required mmt-7040a.